Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet system, with a lowest blood glucose of 60 mg/dl and duration under one hour, and the device provided low and urgent low alerts that prompted treatment with oral glucose. Symptoms included no loss of consciousness, dizziness, or other acute effects. Outcomes included self-management without medical assistance or hospitalization. Investigation included complaint intake review and troubleshooting with user education regarding potential contributors to low glucose and reinforcement to follow clinical guidance. Investigation of this case revealed no device malfunction and no component failure, with cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.